Manufacturer narrative:
Complaint conclusion: during a pta procedure, when an 8f brite tip sheath was being inserted into the patient, the distal tip of the introducer became frayed. A different product was used successfully. There was no patient injury reported. There was no excessive torque used during insertion. The device was prepped per IFU instruction. There is no information available on the vessel/target or on its characteristics. The product was not returned for analysis as it was discarded at the hospital. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. With the limited information available, and no product return, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. However, vessel characteristics and procedural factors are most likely contributing factors to the failure reported. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time

Event description:
As reported by an affiliate, during a pta procedure, when an 8f brite tip sheath was being inserted into the patient, the distal tip of the introducer became frayed. The physician stopped using the brite tip sheath and a different product was used instead. The procedure was finished successfully. There was no patient injury reported. There was no excessive torque used during insertion. The device was prepped per IFU instruction. The complaint product will not be returned for analysis as it was discarded at the hospital. There is no information available on the vessel/target or on its characteristics.